Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead, implanted: (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high thresholds. The lead was capped and replaced. When the new lead was attempted to be connected to the implantable cardioverter defibrillator (ICD) , the lead was unable to be screwed into the device header due to a device issues. The device was explanted and replaced and the lead was then successfully implanted into the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached rv set screw with damage to the set screw. If information is provided in the future, a supplemental report will be issued.